Event description:
Boston scientific crm received information that pacing lead impedance measurements of this right ventricular (rv) defibrillation lead were increasing over the period of one year post-implant. It was noted that the impedance at implant was 1600 ohms. During a follow-up visit, daily pacing impedance measurements of greater than 2000 ohms were noted. Subsequently, at a follow-up, the pacing impedance had increased to greater than 3000 ohms. It was observed that the other parameters were stable. The rv lead will be evaluated with x-ray at the next follow-up. This lead is associated with a boston scientific implantable cardioverter defibrillator (ICD); the initial pacing impedance issue was previously MDR reported (2124215200837909) on the device only, prior to receiving the model and serial numbers for this rv lead along with the updated measurement. No adverse patient effects were observed. Additional information was later reported that the pacing impedance measurements were still above 3,000 ohms and the pacing threshold measurements had increased. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the system remains in service with no changes. If additional information becomes available, this investigation will be updated. A lead revision has been scheduled for a later date. At this time, this lead remains implanted and in service. If any additional information is available, this report will be updated.